Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: discomfort, pain, capsular contracture, baker grade unknown, rupture, cyst(s), anxiety-product/procedure, crease/folding of implant.

Event description:
Legal representative reported, right side "intense discomfort", "pain", "capsular contracture, baker grade unknown". "Suspected rupture", "simple isolated benign cysts", "psychological distress", "emotional distress" and "surrounding folds". Device remains implanted.